Event description:
Customer reported that the pump battery did not last long. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up, and technical support closed the case after attempting to investigate battery depletion.